Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an unexpected decrease in pacing rate shortly following implant. The physician suspected an incomplete lead connection noting more force than expected was required to insert the lead at implant. A revision procedure was performed wherein the setscrews were checked and found fully engaged. The setscrews were then released and the lead reinserted with additional force until the pin extended an acceptable amount through the connector block. Following the revision procedure normal device function was observed. No adverse patient effects were reported. This system remains in service.